Event description:
A us distributor contacted zoll to report that a patient developed under his left breast where the therapy electrode is located. The area is rashy, red and bleeding. There was no alleged device malfunction contributing to the irritation. Patient was prescribed mupirocin 2% cream by a physician. Follow up indicated that the irritation is improving.